Event description:
It was reported to philips that the device fell and defective. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion.

Manufacturer narrative:
H3 other text : the customer requested just a replacement capacitance with no engineer evaluation.

Event description:
It was reported to philips that the device fell and defective. Device was in clinical use at time of event, however no patient harm reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.